Event description:
Distal end of the inner-most component of screwdriver blade was broken. Another identical device was available for use and case was completed without any delay.

Manufacturer narrative:
Investigation in progress but not yet complete.